Event description:
The customer reported that when setting up the force triad equipment for a laparoscopic case, the autobipolar feature of the equipment was inadvertently activated. The operating staff was unaware that the autobipolar feature had been turned on, and the patient sustained an unintended burn on the intra-abdominal wall from the initial contact in the procedure. The degree of the burn is unknown, and the operating staff was fairly confident that no other injury occurred. However, as a precaution, the patient was kept overnight in the hospital for observation.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for evaluation. Additional questions have been asked of the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.